Manufacturer narrative:
The system was examined and the reported event was confirmed. However, it not replicated. The system was tested and found to meet product specifications. The system was manufactured on january 29, 2016. Based on assessment, the product met specifications at the time of release. As the system met specifications, the root cause of the reported event is unable to be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during a retinal procedure the system fluid to air exchange was very slow. The procedure was completed with no harm to the patient. Patient information was not provided. Technical services was contacted and the system was checked. Additional information has been requested and received.